Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The instrument was forward for detailed examination to a relevant product development center. The examination based on the manufacturing documents showed that the instruments were manufactured according to the specification, the hardness parameter for lot no 3741205, however, are slightly below the tolerance limit. The exact cause of damage is unknown. There is evidence that the lower hardness in connection with extraordinary forceful hammer blows may have caused the failure of the mater. Instruments being manufactured will undergo a 100 percent hardness examination before leaving the plant. The instruments were manufactured according to specification, however, the hardness parameter for lot no 3741205 are slightly below the tolerance limits.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the small ball at the end of the interior shaft broke off during tapping of the probe implant on an unknown date. No additional information is available. This is report 1 of 1 for complaint (B)(4).